Event description:
It was reported that the health care professional (hcp) called for assistance with programming this pacemaker system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed that this is an MRI-conditional system and successfully programmed the device. However, it was noted that the right atrial (ra) lead exhibited high pacing thresholds, unsuccessful right atrial automatic threshold (raat) tests, and potential loss of capture (loc). No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.